Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific that an advanix pancreatic stent was used during an endoscopic retrograde cholangiopancreotography (ercp) procedure. The exact event date was not provided. According to the complainant, during the procedure, the pancreatic stent was kinked in the process on deploying the stent. There were no complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.